Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater 125 ohms. This has been a gradual rise overtime and a mineralization/calcification at the lead tip. No changes have been made at this time and the rv lead remains in service. No adverse patient effects were reported.